Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen becoming blank was confirmed. The returned system controller (serial number (B)(6)) was tested, and its screen was observed to be blank upon applying power to the controller. Despite this, the controller was able to operate the mock loop as intended. The controller was opened, and its lcd screen was disconnected and reconnected; however, the screen remained blank when the controller was powered back on. Its lcd screen was then replaced with a new component. After this replacement, information was able to be viewed on the screen as intended. The controller was functionally tested after this replacement and was found to perform as intended. A log file was extracted from the controller during testing; however, no atypical events were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was isolated to an issue within the original lcd screen itself; however, the root cause of how the lcd became damaged was unable to be conclusively determined. The device history records for the system controller, serial number hsc-084295, were reviewed and showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 7 ¿frequently asked questions¿) instructs users to call their hospital contacts immediately upon dropping their system controller, as a drop can move or pull on the driveline exit site. Users are also instructed to call their hospital contacts if they think any of their equipment may be broken or damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number (B)(4). It was reported that the patient was playing with their grandchild and the mobile power unit (mpu) was knocked over and became unplugged. When the patient plugged it back in the controller screen was blank. A self test was completed and all alarms and lights worked but the screen was blank. The controller was exchanged.